Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. Results from the product history record review indicated the product met release criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts to obtain additional info were made. A completed questionnaire was received. (B)(4).

Event description:
An optometrist reported that a patient who had bilateral lasik surgery, healed with a slight overcorrection. The pt experienced blurred vision and a loss of one line of bcva 11 months post lasik surgery. The event continues as the pt does not want to proceed with any additional procedures. Additional info was requested. There are two medical device reports associated with this event. This report is for the right eye.